Event description:
The facility reported a colleague infusion pump with a damaged battery. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: this device will not be returned to baxter because it was serviced on-site. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a damaged battery. The root cause was determined to be depleted main batteries. The main batteries and battery harness were replaced to repair the reported condition. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was previously serviced for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.